Event description:
It was reported that during the implant procedure, the lead exhibited high impedance and sensing anomaly. The lead was not used and a new lead was successfully placed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.